Event description:
Ultrasound readings lost. Ed patient complaining of leg pain was in for bilateral leg ultrasound. Exam was lost. Patient had to have test repeated. The hard drive of the machine gets full and the tech has to empty the drive periodically. Tech most likely emptied the hard drive prior to sending this test to the pacs (picture archiving and communication system) digital radiology record. No injury to patient.